Event description:
Pt in surgery for robotic vats using the da vinci xi robot. The sheath used on the robotic stapler to protect the stapler's wrist tore as stapler was being removed from the trocar. All pieces of the torn sheath were accounted for and sequestered. Stapler sheath non-x-ray detectable per vendor rep. Endowrist stapler sheath, ref #(B)(4), lot m11160212, exp 02/2018.